Event description:
As reported, a revision occurred sometime in june during which a surgeon did not have trial liners for the ceramic-on-ceramic novation cup system so a real liner was used to trial instead during the revision surgery. No further information known at this time.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected component and investigation clinical codes.